Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: july 07, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a retrograde nail procedure on (B)(6) 2017 due to a right side distal third femoral shaft fracture. During the procedure a cable cutter broke when the surgeon went to cut the 1.5 mm depuy synthes cerclage wire. There were no fragments generated. The procedure was finished with a readily available double-action wire cutter to cut the cerclage wire. There was no surgical time delay and no medical surgical intervention. The surgery was successfully completed and the patient status outcome is good. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device. The returned device was confirmed to have a broken cutting tip. The piece is broken near the pivot point for the cutting tips. Both of the cutting surfaces appear worn and dull. The balance of the device is in good condition. A visual inspection and drawing review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. Use of the returned device is described in the cerclage passer technique guide (technique guide) the following drawings were reviewed during investigation. (B)(4). The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. It is likely that the dull cutting surfaces caused difficulty cutting which led to extra force being placed on the device while attempting to cut the wire. There were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.